Manufacturer narrative:
This issue has been escalated to the corrective action process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the unit came apart at the nose tube and nose cone. Furthermore, it was determined that the nose tube was not inserted far enough into the nose cone to allow the holes for the roll pins to be drilled in the correct location. It was determined that during the assembly process, primer was used to clean the parts and caused the loctite to setup faster. It was determined that it was possible that the loctite took a set before the nose cone was positioned in the proper location. It was determined that the nose tube was secured into the nose cone with both loctite and two roll pins. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper assembly/manufacture. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. In the previous follow- up report it was stated: this issue has been escalated to the corrective action process. This issue has not been escalated to the corrective action process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the craniotome device came apart. There were no delays to the planned surgical procedure as a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.